Manufacturer narrative:
Evaluation summary: a review of the logfiles showed that all treatments were completed to 100 % and all laser system functions were within specifications on the date of treatment. A review of the technical service onsite showed no abnormalities that could have contributed to this event. The system history showed that the laser was successfully verified prior to, and after the date of treatment. No technical root cause was identified as the system was operating within specifications. (B)(4).

Manufacturer narrative:
Device was out of production prior to the september 24, 2014 UDI regulation date. Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively.(B)(4).

Event description:
A technician reported that approximately two months following bilateral lasik surgery, the patient was found to have been over or under corrected in the left eye, as some cylinder was found in the refraction. Additionally, the patient reported blurry/hazy vision in the left eye at distance and near, as well as fluctuating vision in the right eye. No further details were provided. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.